Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: g7 osseoti multihole 48mm c, cat: 110010262, lot: 6077867. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the liner shows the liner appears to be in good condition. The only sign of damage observed on the liner is an arcing indentation on the outer radius. Device history record was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Therefore a definite the root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown, unknown shell, unknown. Report source, foreign ¿ events occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 08020.

Event description:
It was reported that the liner would not assemble with the shell. The procedure was completed with a different liner. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.